Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have damage of the conductor wire¿s insulation at the weld. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed the electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The instrument was found to have a derailed grip cable from its normal position at the distal idler pulley. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted inguinal hernia - unilateral surgical procedure, the permanent cautery hook instrument was smoking at the joint - possible bad insulation.